Event description:
Reporter stated that paramedics were called. Paramedics tested the customer, result unknown. The customer had received a result of 529mg/dl, paramedics treated the customer with an IV according to the caller. The customer was taken to the hospital where the caller reported that the doctor said her blood glucose was "out of control". No controls were in use. A request was made for the return of the suspect device and replacement product was sent.